Event description:
It was reported that a patient with this neurostimulator went to the hospital because their device was protruding out from their skin on their right hip. The physician proceeded to remove the entire implant, both stimulator and lead from the patient. The physician also decided to keep the patient in the hospital and place them on antibiotics. The physician believes the cause of the device protruding out of the patient's skin is due to erosion, as the patient is cachectic in nature and has minimal body fat. Other underlying conditions that could have been contributing factors are the patient's poor nutrition. The patient is not planning on having the device reimplanted. The patient is going to try purewick and gemtsa again, despite failing it previously. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product tined lead: (B)(4).

Manufacturer narrative:
Block d2b: product code - additional product code qon block c2/d10: model# 1201. Sn# (B)(6). Model: tined lead. UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006 block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of extrusion was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient with this neurostimulator went to the hospital because their device was protruding out from their skin on their right hip. The physician proceeded to remove the entire implant, both stimulator and lead from the patient. The physician also decided to keep the patient in the hospital and place them on antibiotics. The physician believes the cause of the device protruding out of the patient's skin is due to erosion, as the patient is cachectic in nature and has minimal body fat. Other underlying conditions that could have been contributing factors are the patient's poor nutrition. The patient is not planning on having the device reimplanted. The patient is going to try purewick and gemtsa again, despite failing it previously. There were no additional patient complications.